Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section and was not returned for analysis. Functional inspection revealed the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing revealed no electrical issues with the device. Media returned by the customer was inspected and showed the imaging window detached, also showed image poor instead of no image in the ilab screen. Based on the evidence, the as reported code of image lost cannot be confirmed and the as reported code of sheath detachment of device or device component is confirmed.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery which had less than 45 degrees angulation. An opticross imaging catheter was selected for ultrasound examination of the left anterior descending artery. During the procedure, the catheter could not show the image. The external sheath was dislodged after withdrawal. The procedure completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery which had less than 45 degrees angulation. An opticross imaging catheter was selected for ultrasound examination of the left anterior descending artery. During the procedure, the catheter could not show the image. The external sheath was dislodged after withdrawal. The procedure completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable.